Manufacturer narrative:
Insulin pump passed displacement test and self test. No stuck button alarm during testing. All buttons functioning properly no damage on the keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the insulin pump had a stuck button error. The customer¿s blood glucose level was 93 mg/dl. Customer was advised to observe time clock for one minute to verify if time advances and they stated that the time was advances. Customer states they were not able to clear the alarm. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.